Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary catheterization interventional procedure. Reportedly, after suture deployment, the guide wire could not be reinserted into the perclose proglide device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty inserting the guide wire into the guide wire exit port was confirmed. For this specific lot, a search of the lot history record indicated no related non-conformance records and a similar incident query of the complaint database indicated no similar events. Based on an expanded investigation, a possible product issue related to the difficult to insert guide wire through the guide wire exit port was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.